Manufacturer narrative:
A ge rep evaluated the system and reseated all connectors. System operates as intended. (B) (4)

Event description:
The customer reported the system was beeping as if it were continuing to make x-rays. No pt injury was reported.